Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids were leaking from port 2 into the final bags during use of an em2400 valve set. This was identified during preparation (compounding) at the pharmacy using a compounder. There was no patient involvement and no report of operator injury. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108594 for this event. H4: the lot was manufactured between november 17, 2021 to november 18, 2021. H10: three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the 1 randomly selected sample and no issues noted. The reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.